Event description:
According to the reporter, the surgeon was unable to inflate the balloon. The product was not resterilized prior to the incident. The product was used on a patient. Patient not injured or jeopardized. No extension of the surgery time by more than 30 minutes. No blood loss of more than 500 cc. No extension of the incision by more than 1 inch. No unanticipated tissue loss. No portion of the device fell into the patient. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).